Event description:
It has been reported to philips that the azurion device experienced an issue with starting up. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Upon functional testing fse found that the issue with power fan module due to short circuit. Fse replaced the power fan module. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.